Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device, when powered on, has a battery gas gauge interface fault that renders the device inoperable. The installed battery was reported to be in good condition. There was no patient involvement as such, no health consequences nor impact.